Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing and undersensing during treated ventricular fibrillation (vf) episodes. However, it was noted that the vf episodes were appropriately treated without delay. Additionally, the rv lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained ventricular tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event.